Manufacturer narrative:
(B)(4). The nc tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. (B)(4) - incorrect preparation. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the japan nc tenku ptca balloon catheter instructions for use (IFU) states to submerge the balloon in heparinized normal saline during balloon preparation to activate the coating prior to use. Based on the information reviewed and analysis of the based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a calcified lesion in an unspecified artery. The 2.5x12mm nc tenku balloon dilatation catheter (bdc) was unpackaged without issue. Reportedly, there was no resistance noted during removal of the stylet and protective sheath. The nc tenku bdc was not soaked and prepped prior to use as required by the instructions for use (IFU). The nc tenku bdc was prepped inside the patient's anatomy. During the first inflation, the nc tenku bdc balloon ruptured at 12 atmospheres (atm) and was removed without reported issue. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. A non-abbott bdc was used to successfully complete the procedure. There was no additional information provided.